Event description:
Taken to movable MRI van - in hospital for pneumonia healing stress fracture right thigh - thigh bone "snapped" when on MRI table - required surgery 20 years later was walking in room - came back in severe pain taken the next day to orthopedic doctor in (B)(6). Stated her leg "snapped" when on MRI table. Needed rod, screws, nails for right thigh - she was (B)(6). Never walked again - walked for 2 years - wheelchair and percocet (for pain). The rest of her life had kept chr in control. By walking 12 blocks 3-4 times a week - unable to exercise. Clf got worse - resulted in death. They never reported this and her doctor (B)(6) dropped her because they did not want sue. MRI belonged to (B)(6). Picked up once a week at (B)(6) hospital. We could not report this till after her death because we have no money and live in a small town they would mistreat her further - no suit was filed, no explanation given they covered this up against the law - I am reporting this now as her daughter because I watched her suffer greatly for 5 years and because of this machine that must have been used improperly - it led to her death. (B)(6). Operation required with insertion of rod with nails and screws.